Event description:
A customer reported experiencing a cartridge alarm with their insulin pump, and their blood glucose level reached 304 mg/dl. There was no adverse impact to the customer's blood glucose level, as it was not mentioned to exceed critical thresholds. The customer had not taken any immediate action to address the high blood glucose and contacted tandem for assistance regarding the cartridge alarm. Technical support from tandem confirmed that cartridge alarms occurred with consecutive cartridges and decided to replace the pump, which was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Additionally, the customer was instructed to return the problematic pump to tandem using a pre-paid shipping label, and they acknowledged understanding the instructions, which included programming settings and connecting their cgm to the replacement pump. The customer will receive a new pump with updated software.